Manufacturer narrative:
Final product manufacture and qc record for cov2010023 and cov2020190 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr. The test results of retained cov2010023 and cov2020190 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). User reported false-positive results. Summary of results and symptoms flowflex lot 1 = cov2010023 (exp 01-10-2023), purchased at target (redwood city) on (B)(6)2022 lot 2 = cov2020190 (exp 02-27-2023), purchased at walgreens (palo alto) on (B)(6)2022 aug 15, monday (2:30 pm (lot 1)): very faint aug 15, monday (5:00 pm (lot 2)) - repeat test-different lot: very faint aug 15, monday (5:45 pm (lot 1)) - control test-no nasal swab: negative aug 16, tuesday (~8 am (lot 1)): faint but unmistakable aug 17, wednesday (9:15 am (lot 2)): fainter than tuesday's aug 18, thursday (~9 am (lot 2)): very faint (~monday's) aug 19, friday (9:30 am (lot 2)): very faint binax aug 15, monday (~4:30 pm): negative aug 17, wednesday (9:30 am): negative detect (pcr-like) aug 15, monday (~3 pm): negative rapid-pcr (curative - daly city) aug 16, tuesday (swabbed at 1 pm): negative rt-lamp (color test -- stanford.)